Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a left frontal parenchymal hemorrhage. Electroencephalogram (eeg) and computed tomography (CT) scan of the head were completed. The patient experienced symptoms of lethargy and slurred speech/aphasia. Anticoagulation was held, fresh frozen plasma (ffp) was given as well as keppra. As of (B)(6) 2023, the bleed was slowly stabilizing but still present. Coumadin was planned to be held for 1 month post bleed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.